Manufacturer narrative:
Author: kalkman, deborah n; kalkman, deborah n; kok, marlies m; van der heijden, liefke c; woudstra, pier; beijk, marcel am; tijssen, jan gp; von birgelen, clemens; de winter, robbert j; nlm journal: eurointervention year: 2017 issue: september 2017 title: clinical outcomes after percutaneous coronary intervention with the combo stent versus resolute integrity and promus element stents: a propensity-matched analysis. Ref: doi: 10.4244/eij-d-17-00301.

Event description:
A propensity score matched analysis was performed with data from the remedee registry (patients treated with a non-mdt stent) and dutch peers trial (non-mdt stent and medtronic resolute integrity drug eluting stents). The analysis found similar safety and efficacy outcomes from the two studies. Patient event outcomes included cardiac death, target vessel myocardial infarction, target lesion revascularisation, stent thrombosis.